Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. A replacement pump was sent to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose value was 152 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the load estimate issue could not be verified.